Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. While charging, the error light message "replace batt" turned on. It was not possible to charge the battery due to the battery no longer being able to hold charge. The ups was functional with a new battery. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that f10 on the mobile view station (mvs) board blew. The issue was isolated to a failed uninterruptible power supply (ups). The ups and f10 were replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) would not turn on and was beeping. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information was received that the name of the initial reporter is unknown. If information is provided in the future, a supplemental report will be issued.